Event description:
A nurse reported an occlusion issue occured during the phacoemulsification phase of two surgeries. The nurse also reported that the surgeon attempted to clear the handpiece several times but the occlusion would not clear. The cassette was replaced the procedure was completed without harm to the patients for procedures.

Manufacturer narrative:
At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when additional reportable information becomes available. (B)(4).